Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that the one touch ultramini meter was reading inaccurately high. The patient obtained blood glucose results of "276 mg/dl" on the subject meter and "109 mg/dl" on the doctor's meter, performed within 10 minutes of each other. The patient reportedly took insulin (unspecified type and dose) based on the "276 mg/dl" and then became shaky. The patient was treated with apple juice at the doctor's office and felt better 45 minutes later. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed with customer service, the control solution test was out of range. This complaint is being reported, because the patient claimed she became shaky after taking insulin based on an alleged inaccurate high meter reading. In addition, the control solution test failed. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.